Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 weeks after the dental implant was installed in intraoral region #3 it was verified its non- osseointegration. 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.